Event description:
A healthcare professional reported bilateral under correction noted after lasik surgery. Add'l info has been requested for this case. This report will address the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. (B)(4).